Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a microwave ablation, the surgeon tried to push the antenna in the hole of the ultrasound probe, and the antenna could go through and it broke. A part of the device was completely disengaged, but nothing fell into the patient's cavity. It was retrieved in the ultrasound (us) probe without any problem, and interventions were made to verify that no parts left in the patient's cavity. The surgeon tried with a second antenna, and it was the same then tried a third antenna, and still the same. The surgeon used a fourth antenna, and that completed the procedure. There was no patient injury.